Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') and device dislocation ('migration of essure devices?- yes') in an adult female patient who had essure (batch no. D46954) inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: according to information provided in mr, a CT and pelvic ultrasound scans which had suggested that there may be an arm of an intrauterine contraceptive device retained in the uterus in fact was not part of an iucd as had been previously thought. It was in fact part of an essure as patient had undergone a hysteroscopic sterilization in the past. It is not unusual for an essure to protrude slightly through a tubal ostium. This is not in any way abnormal. Concerning the injuries reported in this case, the following one was described in patient´s medical records: pelvic pain. Batch no: d46954, production date: 2015-01-09, and expiration date: 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: event - "device migration added". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain") and device dislocation ("migration of essure devices?- yes") in an adult female patient who had essure inserted (lot no. D46954) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine, ovarian cyst, rash, facial swelling, knee pain, bacterial vaginosis, epigastric pain, heavy periods, dysuria, migraine, thrush, uterine fibroid, ovarian cyst, parity 2, nocturia, painful intercourse, period pains, costochondritis, knee pain, facial swelling, vaginal discharge, vaginal candidiasis, rash, dyspnea, lower abdominal pain, low back pain, urinary tract infection, loin pain, ear disorder nos, stress incontinence, fibromyalgia, mixed anxiety and depressive disorder, migraine, vitamin d deficiency, chest pain, overactive bladder, anaemia and chest pain. Previously administered products included: copper iud. Concurrent conditions were listed as back pain and joint pain. Concomitant products included tolterodine, oxybutynin, vitamin d [vitamin d nos], omeprazole, co-codamol eff. (Paracetamol + codeine phosphate), naproxen, salbutamol and amitriptyline. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), insomnia ("s inability to sleep"), hyperhidrosis ("excessive sweating"), abdominal distension ("bloating") and urinary tract infection ("urinary tract infection") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy and total abdominal hysterectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for genital haemorrhage, dyspareunia, hyperhidrosis, abdominal distension, urinary tract infection and uterine leiomyoma were unknown. The reporter considered abdominal distension, device dislocation, dyspareunia, genital haemorrhage, hyperhidrosis, insomnia, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure administration. The reporter commented: according to information provided in mr, a CT and pelvic ultrasound scans which had suggested that there may be an arm of an intrauterine contraceptive device retained in the uterus in fact was not part of an iucd as had been previously thought. It was in fact part of an essure as patient had undergone a hysteroscopic sterilization in the past. It is not unusual for an essure to protrude slightly through a tubal ostium. This is not in any way abnormal. The left ostium could not be seen due to the arm of the coil obscuring it. The coil was therefore removed but, despite this, the left ostium could not be clearly identified and the essure device was therefore not inserted on this side. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2020: womb contains small number of fibroids [ultrasound scan vagina] on (B)(6) 2019: fibroid uterus; bilateral tubal occlusion demonstrated. Concerning the injuries reported in this case, the following one was described in patient´s medical records: pelvic pain. Batch no d46954. Production date 2015-01-09. Expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. New events abnormal bleeding, dyspareunia, excessive sweating, bloating, uti & uterine fibroid added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') in a female patient who had essure (batch no. D46954) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Batch no d46954, production date 2015-01-09, expiration date 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') in a female patient who had essure (batch no. D46954) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Batch no d46954, production date 2015-01-09, expiration date 2018-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date was added. The event term pain was changed to pain/ localised pain. The outcome was updated to not recovered. This event was upgraded to serious injury. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.